Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit received with minor scratches on lcd window. Unit received with broken battery tube threads. Unit received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer indicated that when he woke up they would not work. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.